Event description:
It was reported that a caucasian female patient underwent a breast surgery with two allergan breast prostheses and experienced generalized illness symptoms including pain, brain fog, naughtiness, migraines, pre-term labor, anxiety, sickness, breast redness, asymmetry, breast mass, and paresthesia of the left arm post-operatively. At the time of this report, (B)(6) received no information regarding explantation or an expected explantation date. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Health effect code: 1994, 1880, 2328, 4421, 2551, 2465. Device problem code: 2682. Reference report: mw5181369.